Event description:
A nurse reported that an intraocular lens (iol) did not fit in the pt's eye. He reported that during implantation the lens tore the capsular bag. The surgical inicision was widened to facilitate removal of the lens. Additional info has been requested.